Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) 3 to correct the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported failure, errors 22024 and 25930. The usm was tested on an in-house system and failed normal mode, as it triggered error 25930. During the visual inspection, fa found surface contamination on the rotor and gearbox. The vessel sealer (vs) instrument passed further testing. The instrument sterile adapter (isa) board was replaced.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the operating room (or) team experienced an issue with the vessel sealer (vs) instrument on the system's universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed in the system logs an error 22024, pointing to usm 3. The tse instructed the customer to reinstall the instrument sterile adapter (isa) and vs instrument on the usm 3. To resolve the error 25920, the tse instructed the customer to swap the bipolar energy-cable to port 2. The procedure was completed as planned with no reported injury.